Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser where during finishing up an infusion the pump beeped for a flush and there was a large air bubble that had already passed through the safety chamber into the line going to the patient and did not alert. There was unknown medication involved. There was patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.